Event description:
It was reported by the patient's legal council that the patient received a tka on (B)(6) 2010. On (B)(6) 2011, the patient underwent manipulation under anesthesia due to arthrofibrosis. On (B)(6) 2012, the patient's knee was revised.

Manufacturer narrative:
A review of the implant's mfg record indicates that it was manufactured to specification. Based on the info available, the root cause of the event cannot be determined. Should add'l info be obtained to further this investigation, this report shall be updated.